Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon interrogation, the pacemaker battery was predicted 4.3 months. The last remote transmission via merlin. Net was from 2019, and the battery was predicted 5 to 6 years. The numbers were otherwise stable. No changes were made. The patient was stable.